Event description:
A patient reported via a healthcare professional (hcp) that the system is inactive and that it stopped working. The hcp was unclear if the patient was referring to the implant or patient programmer. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.